Event description:
A facility reported a positive biological indicator (bi) after completed cycle. It was reported that the cyclesure was intact before and after the process. The cyclesure was placed on top of the shelf facing the rear. The previous biological indicators were negative and the bi growth was observed in forty-eight hours. The load was not recalled. It was unknown if the facility had a policy regarding positive bi and the facility was advised to implement a policy.